Event description:
Boston scientific crm received information that this right atrial lead dislodged. The physician felt the patient did not require a pacemaker so, the entire pacing system was removed.